Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See report for product information received. The lot expiration date is currently unavailable. Awaiting device return.

Event description:
Needle not attached the needle pulled off from the gun in the knee,it happened 2 times during the suture. No patient consequence reported to event date is unknown the following additional information was received via e-mail from the affiliate on (B)(6) 2015: when asked if the suture was unwound from the packaging prior to the needle being removed, the surgeon did not understand the question. The triggers of the deployment gun were pulled as described in the IFU. The needle was loaded in the correct orientation. When asked if the gray trigger's pusher rod stuck outside of the distal end of the needle possibly forming 90 degrees or stuck in the needle slot, the surgeon did not understand the questions. When asked if the red trigger moved when it was depressed, the surgeon did not understand the question. The surgeon did not penetrate beyond the last laser marking line. The second implant was deployed in a new location. The procedure was delayed/extended more than 30 minutes due to the failure. It is unknown what the surgeon did to complete the procedure.

Manufacturer narrative:
Multiple attempts to retrieve the complaint device have been unsuccessful, the complaint device has not been returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode; however one possibility is the needle was not loaded properly on the applier resulting in the needle falling off. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device not returned.